Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 130 mg/dl. Customer declined to troubleshoot with tandem technical support, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.